Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)..

Event description:
It was reported that a 26 g (1.9 fr) x 1.9 cm bd introsyte-n¿ precision introducer was used to insert a PICC line but the PICC would not advance. Two attempts were made with the introducer from the same lot # but the PICC continued to not be able to advance. A third introducer was used from a different lot number and the PICC insertion was successful.

Manufacturer narrative:
Results: received two used 26g bd introsyte-n precision introducers accompanied by the inserts (labels) from lot 6250926. The introducers consisted of the splittable sheath with tabs (handles) only; the remainder of the unit was not returned. Additionally accompanying the units was a piece of first PICC catheter tubing. Both revealed to have traces of dried media and occlusion present throughout the units. There was dried media resulting in occlusion at the end of the tubing (in the area of the tabs) where the PICC catheter is inserted. Both units revealed damage at the tip of the tubing: unit 1 shown to have a needle tip spear thru where the tubing wall was pierced and cut by the needle and unit 2 shown to be slightly smashed at the tip of the tubing. No other anomalies or damage was observed to the units. Functional testing was also conducted (advancement of PICC line into introducer) for both units: the PICC line would not enter the introducer due to the occlusion of dried media. The two units were soaked in attempt to remove the dried media (occlusion) so that a second attempt to advance of the PICC line could be conducted. At the conclusion of the second attempt the PICC line fed through the introducer and reached the cut in the tubing for unit 1. This resulted in a hindered advancement of the PICC line. The PICC line successfully fed through the introducer tubing and protruded out the tip for unit 2. Conclusion: a definite root cause could not be established. A formal corrective action will not be initiated at this time. Because the units were out of packaging and used the cause of damage could not be determined; therefore there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect.